Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive result of 318.8 on a (B)(6) female patient with abdominal pain. The patient was admitted to rule out ectopic pregnancy. The test was repeated on an alternate method and the result was <1 based on the information available. An ultrasound concluded that patient was not pregnant. There was no additional patient information at the time of this report. The customer states that return product is available for investigation. Method: / date:/ time:/ result: I-stat / (B)(6) 2016/ 1901/ 318.8 iu/l. Dimension/ (B)(6) 2016/ 1456/ <1.0 miu/ml. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/13/2016. Customer returns and retain product was tested and are functioning according to specification.

Event description:
Na